Event description:
It was reported that the patient has two rechargers and two desktop chargers (dtc). Patient stated the connector pin would only fit upside down into the recharger, indicating damaged recharger port and damaged connector pin. A new charging kit was requested. The patient's second set of recharging equipment is older and the dtc connector pin fits into the recharger but will charge on and off and the connector pin is bent. Caller states the recharger antenna was also shredded. Replacement devices were sent.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: ; product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.